Manufacturer narrative:
Device evaluation: returned device was received with the right plunger was cracked. Evidence of reported problem in event log was found. During the evaluation of the device customer stated problem could not be verified after multiple flow and occlusion tests for the check clutch error. The customer reported condition was not confirmed. Replaced clutch half's left and right with leadscrew and spring as a preventative measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
It was reported that the smiths medical medfusion syringe infusion pump displayed error check plunger/clutch assemble. No patient involvement.